Event description:
While on a flight with a critical patient, the pump alarmed for "air in line". Paramedic followed the prompt to remove air from the line. She took out the tubing to clear the air and then the entire pump started flashing all its lights and read "service" on each of the channels. All three channels were infusing at the time (dopamine, dobutamine and levophed). The patient did have a slight decrease in blood pressure during the transfer time to change the lines to another pump. He stabilized once the drips were running again. Patient was a male in his (B)(6), approximately (B)(6) with a diagnosis of sepsis and multi-organ failure.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Patient information requested and all available information is included. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.